Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause was that it was not keeping a charge. The settings were high and used up a lot of battery power. The exact date of replacement was unknown. Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said he had his implant replaced in (B)(6) of this year (2019) because the device just stopped working. No further complications were reported. No patient symptoms were reported.